Manufacturer narrative:
The customer reported event of 'catheter leak' was confirmed during functional testing. The most probable root cause is due to a latent material defect. During visual inspection, there was no physical damage observed on the catheter. Blood residue was observed on the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at proximal end of the distal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for quattro catheter with lot 85251.

Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during ivtm thermogard treatment, a quattro catheter (ln 85251) was inserted into the patient and approximately after 24 hours of ivtm therapy, the customer noticed that ivtm thermogard console displayed 'airtrap' error message, and observed the saline bag was empty, customer used 4 saline bags. No leak was noted on the start-up kit (suk), suspecting catheter leak. At the physician's discretion, neither the suk nor the catheter were replaced. The user continued the ivtm thermogard treatment for about 15 hours with replacing saline bags until completion of treatment. Patient was fine, no known impact or patient consequence were reported.